Manufacturer narrative:
Device is combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that the patient died. The 80% stenosed, concentric, de novo target lesion was located in a mildly calcified, non-tortuous left anterior descending artery (lad). The target lesion was pre-dilated with 30% residual stenosis. Two non-bsc stents, a 3.5x24mm and a 2.75x24mm, were implanted. During introduction and advancing of the 4.0x12mm promus element ¿ stent delivery system, significant resistance was encountered and the device was removed. An additional two non-bsc stents were implanted, a 3.5x13mm and a 4x10mm. Three of the non-bsc stents were implanted overlapping in the proximal lad and one non-bsc stent was implanted in the mid lad. Two hours later the patient died. Cause of death was retroperitoneal hematoma which the physician considered to be related to the promus element stent. No autopsy was performed.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The stent was crimped on the balloon of the delivery system consistent with the device having been removed and not implanted in the patient. A hypotube break and multiple hypotube kinks were noted during analysis. It is most likely the hypotube was kinked as a result of the device meeting a resistance upon insertion and advancement inside the patient and the subsequent device manipulation. It is also possible the hypotube was kinked as a result of post-procedure handling of the device during packaging for return. It was not clear how the hypotube break occurred. The break was not mentioned in the complaint report and when an attempt was made to contact the customer to enquire how and when the hypotube break occurred no further information was provided. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was further reported that a shaft break occurred while trying to cross the target lesion.